Event description:
During the use of an exoseal vascular closure device, it was reported, that chevron turned black while blood flow was still coming out of bleed back port. Physician turned device to release nitinol loop from calcium and chevron turned back to white. Continued to pull out device and when bleeding stop chevron still stayed white. Sheath and the exoseal game out of the patient. Manual pressure was applied until hemostasis was achieved. No patient complications were reported. Approach was made from the right common femoral artery.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15816153 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted within 30 days.

Manufacturer narrative:
Complaint conclusion: during the use of an exoseal vascular closure device, it was reported that chevron turned black while blood flow was still coming out of bleed back port. Physician turned device to release nitinol loop from calcium and chevron turned back to white. Continued to pull out device and when bleeding stop chevron was noted to stay in white and the sheath and the exoseal came out of the patient. Manual pressure was applied until hemostasis was achieved. No patient complications were reported. Detailed procedural information was not provided, however the reporter indicated that IFU was followed for deployment and there was nothing unique about the patient¿s anatomy. Approach was made from the right common femoral artery. The product was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. The IFU provides the following caution: (xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. In this case, the window changed to solid black upon retraction of the devices as per IFU, however there was no reduction in pulsatile flow observed. Therefore, the physician acted in accordance with the IFU and did not proceed with plug deployment. Hemostasis was achieved with manual compression. The IFU also instructs to not use the exoseal vcd to close arteriotomies created in areas of calcified plaque or stented segments. The indicator wire has the potential to catch in the calcification instead of the vessel wall leading to a false indicator window reading. Based on the information available for review, there are vessel characteristics (calcification) that may have contributed to the reported change in indicator window color before there was a reduction in blood flow from the bleed back indicator. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.